Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set cannot disconnect from the ultrabag; further described as "it was twisted too tight". This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to f10/h6: component codes: replace g04008 with g04034 additional information: f10/h6: medical device problem codes, f10/h6: component codes, h3, h6. H10: one actual sample was received for evaluation. The sample was returned attached to a blue connector. A visual inspection with the naked eye noted the female connector separated from the main body. There was evidence on the female connector that the insert chip was present and possibly dislodged during the disconnection. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The connection between the female connector and the blue connector was performed with no issues observed. The reported connection issue was not verified. The cause of the separation issue is due to inadequate solvent application to the main body during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.